Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel..

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. It was reported that the patient was not wearing the lifevest due to multiple alarms and skin irritation. The patient removed the device on (B)(6) 2020. Due to the patient passing away there was no reported follow up for the skin irritation. There is no indication that the patient received medical intervention. There is no indication of serious injury due to the irritation. Per the patient's continuous recordings, the patient was in sinus tachycardia at 110 bpm with motion artifact at the time of the device shutdown at 22:57:47 on (B)(6) 2020. There were no alleged deficiencies. The equipment was returned and found to be fully functional and able to detect and treat a patient. No indication at this time that the device caused or contributed to the patient death.